Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) was inpatient, but that the hospitalization was not related to the implant, and required an MRI. The pt reported the device was not working with no further info. The hcp reported they did not have any further information as they had not seen the pt since 2009. If additional information is received, a follow-up report will be submitted.